Event description:
Customer complained about sensor reading discrepancies. Customer reported that the insulin pump is going into threshold suspend and her blood glucose is not low. Customer stated that the sensor glucose reading was 60 mg/dl and the blood glucose value was 128 mg/dl another time her blood glucose was 219 mg/dl and the insulin pump got into threshold suspend. Customer stated that she feels the more she calibrates the better; she calibrates every time she checked her blood glucose. Last blood glucose value is 235 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.